Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced power system error. The customer's blood glucose value was 500+ mg/dl. The customer stated that she was sleeping when her blood glucose went high. The customer stated that for the past 2 days, she changed her battery and within hours the pump went dead. The product was returned for analysis.